Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 5 months post implant of this 14mm pulmonary valved conduit in a (B)(6)-old pediatric patient, a stent was implanted in the conduit due to conduit stenosis. No additional adverse patient effects were reported.